Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that shock impedances on this lead remained over 150 ohms. Lead was explanted on (B)(6) 2020. No adverse patient events were reported. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 33cm distal to the df4 connector pin the insulation was found abraded through. At this location the conductor cable leading to the rv shock coil was found fractured. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
It was reported that shock impedances on this lead remained over 150 ohms. Lead was explanted on (B)(6) 2020. No adverse patient events were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patients shock impedance jumped to greater than 150 ohms around (B)(6) 2019 and has remained there. Patient states they did nothing abnormal for this to happen. Device remains implanted however there may be plans for revision. No adverse patient events were reported. Should additional information become available, this file will be updated.